Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient was unable to disconnect the patient line of an amia cassette from their transfer set. This was noticed during use of the device for peritoneal dialysis therapy. There was no patient injury, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information in d10, h3, h6. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. No visual damage was observed on the patient connector. There was the appearance of iodine residue on the patient connector. The connector was cleaned with bleach/water solution. After the connector was cleaned, it was able to connect and disconnect with no issue, therefore the patient connector met specification. The reported condition was not verified during functional testing. Should additional relevant information become available, a supplemental report will be submitted.